Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse thought it might be a bad pump, so they had swapped to a new device. The patient has 32 hours remaining, nurse asked how to program it to cool for the remaining time. Had nurse select hypothermia on the device. Informed nurse to select adjust under the cooling box. Had nurse arrow down from 72 hours to 32 hours for the duration and then click save. Nurse able to start therapy. Informed nurse to call back with any question or issues. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient cooling on the arctic sun device. The device started making a weird noise and the flow rate dropped. Nurse thought it might be a bad pump, so they had swapped to a new device. The patient has 32 hours remaining, nurse asked how to program it to cool for the remaining time. Had nurse select hypothermia on the device. Informed nurse to select adjust under the cooling box. Had nurse arrow down from 72 hours to 32 hours for the duration and then click save. Nurse able to start therapy. Informed nurse to call back with any question or issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient cooling on the arctic sun device. The device started making a weird noise and the flow rate dropped. Nurse thought it might be a bad pump, so they had swapped to a new device. The patient has 32 hours remaining, nurse asked how to program it to cool for the remaining time. Had nurse select hypothermia on the device. Informed nurse to select adjust under the cooling box. Had nurse arrow down from 72 hours to 32 hours for the duration and then click save. Nurse able to start therapy. Informed nurse to call back with any question or issues.